Manufacturer narrative:
Alkhouli, m, et. Al. (2018). Percutaneous closure of peridevice leak after left atrial appendage occlusion. Jacc: cardiovascular interventions, vol. 11 (issue 11), pp. E83-e85. Date of event was approximated since no event date was provided. [(B)(4)].

Event description:
It was reported via journal article that the implant did not seal. The patient underwent an uneventful left atrial appendage (laa) closure procedure with a 33-mm watchman closure device implanted. At the conclusion of the procedure, no peri- device leak was noted on transesophageal echocardiogram (tee). On 45-day follow-up tee, significant peridevice leak was noted; therefore, warfarin was continued. Repeat tee after 3 months showed persistent (6 x 3 mm) peridevice leak, and hence, percutaneous closure was planned. The residual atrial septal defect was crossed with a non-bsc steerable sheath. The leak was crossed with a 0.035-inch non-bsc wire and a 5-f multipurpose catheter. The wire was then exchanged with a 0.035-inch non-bsc extra-stiff wire. A 6-f multipurpose guiding catheter was then advanced over the extra-stiff wire, and was used to deliver a 10-mm non-bsc vascular plug-il. There was no residual leak on follow-up tee after 45 days, and complete thrombosis of the laa was confirmed on cardiac computed tomography imaging.